Manufacturer narrative:
(B)(4). The date of the event and the therapy date was sometime in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was cracked during patient use. The transfer set was in use for one week at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.